Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Off no power and low battery alarm functioned properly. Cracked display window corner, minor scratched lcd window and cracked belt clip slot at battery tube threads area noted.

Event description:
Customer called to report the insulin pump alarmed for off no power. Blood glucose reading was 400 mg/dl. Customer was able to bolus with the insulin pump. Troubleshooting was performed. There was a crack on the insulin pump near the battery cap area. Advised that the insulin pump will be replaced. Nothing further reported.